Manufacturer narrative:
(B)(4).

Event description:
On 05/20/2016, it was reported that the device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
(B)(4).

Event description:
The patient developed an infection in the pump pocket. The pump was explanted on (B)(6) 2015 and sent to the pathology department for inspection. It was noted that the patient had a history of previous infections.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, it was reported that a culture was performed and was positive for staph aureus. The pump will be returned for evaluation. There were no additional issues reported.